Event description:
Customer reportedly obtained a result of 420mg/dl on the aviva system while a professional device produced a result of 109mg/dl within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.